Event description:
It was reported that a spectrum pump does not recognize a closed door. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported does not recognize closed door, which was reproduced while attempting to load a set. The messages were fond to be caused by loose upper link screws causing the link to not fully engage the upper link switch when door is physically closed. The screws were replaced.